Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s woke up with blood glucose level 116 mg/dl, 280 mg/dl at the time of incident. The customer treated blood glucose with insulin pump and pen injections. It was also stated that customer did not received critical pump error image on insulin pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board. Unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.